Manufacturer narrative:
(B)(4) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Event description:
On (B)(6) 2011, the lay-user/patient contacted animas and reported that she admitted to a hospital on (B)(6) 2011, and placed on IV insulin for 2 days. The patient was eventually transitioned to lantus and novolog. In the hospital, the patient's blood glucose (bg) level was "967 mg/dl". She had symptoms of shortness of breath, a pounding headache, nausea, and a racing heart. The patient could not recall if she lost consciousness. However, the patient mentioned that she felt weak and was not aware of everything upon admission to the hospital. At 9:30 am on (B)(6) 2011, the patient claimed that she had a meter reading of "114 mg/dl" and was feeling fine. She was getting ready for a trip and then began to feel bad very quickly with nothing out of her normal routine. She had no previous illness prior to feeling bad. She had a normal breakfast and activity that morning. However, the patient claimed the pump made strange sounds that morning. The pump's tdd was noted to be appropriate. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she was hospitalized and placed on IV insulin. However, at this time it is unclear if the pump contributed to the patient's injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.